Manufacturer narrative:
The cobas pro system serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas pro system. The initial result was 1.26 miu/ml. The sample was repeated twice with results of 41.4 miu/ml and 42.4 miu/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.